Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) reservoir due to the reservoir herniating causing discomfort in the patient's abdomen. A patient outcome of fully recovered was reported.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) reservoir due to the reservoir herniating causing discomfort in the patient's abdomen. A patient outcome of fully recovered was reported.